Event description:
It was reported by service report that the stretcher would zoom forward and then stop. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.